Event description:
As reported: "(B)(6), 2021 the recon lag screw bridge the femoral head. The recon lag screw was removed on the (B)(6) 2021. The entire screw was explanted.

Manufacturer narrative:
The reported event could not be confirmed, since the device was not returned for evaluation and no other evidences were provided. The device inspection was not possible as the product was not returned for investigation. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. No indications of material, manufacturing or design related problems were found during the investigation. A review of the labeling did not indicate any abnormalities. More detailed information about the complaint event as well as the affected device must be available in order to determine the root cause of the complaint event. If device is returned or any further information is provided, the investigation report will be reassessed.

Manufacturer narrative:
Please note corrections in section d3, d4, h6 device code and clinical sign code. Please note new information in b5 executive summary.

Event description:
As reported: "(B)(6) 2021 the recon lag screw bridge the femoral head. The recon lag screw was removed on the (B)(6) 2021. The entire screw was explanted. (B)(6) 2024: during further re-assessment of this event performed by heath care professional revealed that. The word "bridge" was most probably a typo, actually meaning "breach". This means the femoral head was perforated by the lag screw. The implant is designed to prevent medial migration of the lag screws. This means there was no "migration", the perforation was caused by collapse of the fracture or avascular necrosis. The imdrf codes will be modified accordingly.

Manufacturer narrative:
The device will not be returned. If additional information becomes available, it will be provided in a supplemental report. Device is not available; hospital retained.

Event description:
As reported: "(B)(6) 2021 the recon lag screw bridge the femoral head. The recon lag screw was removed on the (B)(6) 2021. The entire screw was explanted.